Event description:
A cartridge change error was reported with the customer's pump. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer was guided by technical support to remove an o-ring from the pneumatic tap area, clean it with an alcohol wipe or lint-free cloth, and then reattach the cartridge on the pump. The customer successfully completed the load process and was able to resume insulin delivery.